Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient's hip arthroplasty was revised due to a fractured femur and damaged hip joint after a fall.

Manufacturer narrative:
No device or photos were received; therefore the condition of the device is unknown. The lot number of the product is unknown; therefore the device history records, complaint history could not be reviewed. The reported device is used for treatment. It could not be confirmed if the device was used in an approved and compatible combination. Surgical notes were not provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. The patient was noted to have a bilateral hip replacement. Relevant medical history and adherence to rehabilitation protocol are unknown.

Event description:
It is reported that the patient's hip arthroplasty was revised due to a fractured femur and damaged hip joint after a fall. During the procedure, it was noted that the abductor muscles were atrophic, the femoral component was loose, and the acetabular component was well fixed.